Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon inserted the proximal femoral nail antirotation blade into the nail. The nail would not lock. The surgeon implanted another blade that locked with no problem. There was a report of a thirty-five minute surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the proximal femoral nail antirotation blade was received with some signs of usage on the blade. The investigation shows that the proximal femoral nail antirotation blade meets the specification. The blade was unassembled and assembled again without any issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.